Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-vented high-volume inlet disconnected from the spike port which resulted in a leak. The issue occurred when the compounder was pumping sterile water. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and observed inlet tubing detached from the spike body of the sample. Based on the photograph, the reported condition was verified. The cause of the condition could not be determined; however, the most likely cause for the detached tubing from spike body was due to inadequate or lack of cyclohexanone applied at the spike/tubing connection in the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.